Manufacturer narrative:
(B)(4) the device was returned for evaluation. The device history record showed no abnormalities related to the reported failure. The investigation of the returned device did confirm the reported complaint. The returned unit did not meet all specific functional test; the ratchet extension arm was stuck in base and the lock had both rotational and lateral movement. The lock will need new components added to replace worn internal parts; unit need to be machined to have heli-coils added to large starburst threads. The observed condition was likely caused by wear and tear/ improper handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1114a standard infinity skull clamp has a ratchet extension that was stuck in the main body of the clamp. There was no known patient contact, injury or surgery delay.